Event description:
Per the info provided to co by the physician's office, the device was removed due to a "fluid loss", secondary to a pump tubing fracture at the level of the strain relief". 1/14/97-upon receipt of the physician/surgeon's operative report, it stated,..."preoperative diagnosis: malfunction of penile prosthesis. Operation: revision of penile prosthesis with replacement of pump. Summary..."the pump was cut down upon. The tubing traced out. The break was a fracture of the tubing where it exited the pump on the outside tubing going to a cylinder. The pump was removed from continuity. The system was purged with antibiotics and refilled with 100 cc. A new pump was connected by using three connectors". No add'l info was provided.

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 2/8/93 and revised on 10/17/96 because the "prosthesis would not longer inflate." In the received info the physician stated that the pt had done well unitil one week prior to his appoitment, when he noted that the prosthesis was no longer functional. When examined the physician noted that the "implant would not longer inflate." During surgery a "fracture of the tubing where it exited the pump on the outside tubing going to a cylinder" was observed. A pump components was returned for evaluation. Examination and testing of the returned component revealed a separation/leakage site in the serialized outlet's strain relief. This is the only site of leakage. Examination of the surfaces of the separation revealed markings characteristics of stress(s) induced rending. Further examination of the returned component revealed, posteriorly a confined area of abrasion with a crease mark adjacent to it. Based on qa's examination and the info provided, qa concluded that the serialized outlet's exiting tube was partially kinked and abrading against itself. Qa further concluded that this positioning in combination with device usage over time, contributed to sufficient stress(s) to rend the strain at the noted site. This rent would allow the loss of fluid and render the device inoperable.